Manufacturer narrative:
Evaluation summary: medtronic conducted an investigation based upon all information received. The device was available for evaluation. Visual inspection noted sharp damage on the trocar balloon. The lock collar moved up and down the cannula and securely locked in place. Functionally, the valve doors moved properly over the flapper valve and were fixed securely in place. It was reported that the balloon physically broke and the device did not work as expected. The reported issues were confirmed. The product analysis noted evidence that the device was not used as intended. The manufacturing records for each device are thoroughly reviewed prior to release to ensure that it meets all medtronic quality specifications. A secondary review of the device history records found no potentially contributing factors. The instructions included with this device provide the following guidance: care must be exercised during insertion of the balloon as well as during the course of the procedure to avoid damaging the balloon with other instruments. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, the balloon physically broke and the function of balloon did not work when the surgeon used it on the patient. There was no patient injury.